Event description:
It was reported that on (B)(6) 2010, the patient had their leads revised and extensions added, and subsequently developed an infection at the device location site. The details of the revision and a patient outcome were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).